Event description:
The clinic reported that a clinical study patient presented for unscheduled visit (after his 3 months but before his 6 months) with a loss of 2 lines from pre-op best spectacle corrected visual acuity (bscva) to post-op bscva. Pre-op bscva: 20/12.5+0. Post-op bscva: 20/25+2.

Manufacturer narrative:
Premarket device. The clinic is reporting this adverse event only as part of a clinical study and did not request field service. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Placeholder.